Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not functioning properly. Additionally, it was reported that intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.